Event description:
Patient was experiencing withdrawal symptoms. The patient was hospitalized and given dilaudid and did much better. A rotor study was done and showed no pump problems. The patient is being weaned from the morphine and will be starting on a new medication through a bridge bolus. The patient is experiencing pain right now but is not in withdrawal.